Manufacturer narrative:
Updated the following information: b5: describe event or problem, e1: initial reporter address 1 and 2, and initial reporter zip/post code. E1: initial reporter phone: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. Following pre-dilation, a 2.75mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at 20 atmospheres, the balloon burst due to severe calcification. The procedure was completed with another of same device. No patient complications reported, and the patient condition was stable post-procedure. It was further reported that the balloon burst during the second inflation, and neither the balloon nor a segment of the balloon detached inside the patient after it burst. Additionally, an nc emerge balloon catheter was also used to dilate the lesion.

Manufacturer narrative:
E1: initial reporter phone: (B)(6)

Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. Following pre-dilation, a 2.75mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at 20 atmospheres, the balloon burst due to severe calcification. The procedure was completed with another of same device. No patient complications reported, and the patient condition was stable post-procedure.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. A visual inspection revealed no damage or irregularity. Microscope inspection revealed a pinhole 5mm distal with scratching to the balloon from the proximal markerband. There was contrast and blood in the inflation lumen and the loosely folded balloon. Product analysis confirmed the reported event, as the device was found to have a pinhole to the balloon.

Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. Following pre-dilation, a 2.75mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at 20 atmospheres, the balloon burst due to severe calcification. The procedure was completed with another of same device. No patient complications reported, and the patient condition was stable post-procedure. It was further reported that the balloon burst during the second inflation, and neither the balloon nor a segment of the balloon detached inside the patient after it burst. Additionally, an nc emerge balloon catheter was also used to dilate the lesion.